Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was "not as responsive", the wake button was difficult to press and the pump battery was difficult to charge. The pump usb charging port might be damaged as the usb cord moves around while plugged into the port. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.